Event description:
The customer reported an alarm. Explained to the customer that the pump requires new batteries to work properly. It was mentioned that the customer had the alarm several times. During the call the customer was hospitalized for high bgs and dizziness. In addition the customer was no longer using the pump. The customer did not have infusion set to run the tests.